Event description:
Patient had cardiac catheterization several months ago with a 6f angioseal sts deployed to the arterial site. Post procedure the patient lost pulses on the r (right) side, site of arterial access. Angiogram revealed filling defect and angioseal failure. The patient went to the or for common femoral artery endarterectomy and patch angioplasty.